Event description:
According to the rptr, she first began experiencing allergy type symptoms in the summer of 1997. Her symptoms began as "red hands" and progressed to hives, itchy/watery eyes, and other "regular" allergy symptoms. The symptoms continued to progress in intensity to include generalized edema, edema of the airway passages, and chest pain secondary to the difficulty in breathing. She eventually experienced an anaphylactic reaction at work which required treatment in the emergency dept using epinephrine. Since the episode of anaphylaxsis, 6 weeks ago, she has not been allowed to return to work. The rptr had switched to nonlatex gloves prior to the anaphylactic episode, but feels she continued to worsen due to the continued presence of powdered latex gloves in her work environment. She has been denied workman's compensation. Since she has stopped working, she is virtually symptom free.